Event description:
It was reported the screen will not calibrate with stylus. The programmer was returned for repair. No patient complications were rep orted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer screen not able to calibrate with the stylus; overlay/bezel assembly found out of electrical specification. Analysis also found the system fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).